Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving 1mg/ml morphine at 0.1209mg/day, 20mg/ml bupivacaine at 2.418mg/day, and 50mcg/ml clonidine at 6.046mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient's pump hit the elective replacement indicator (eri). It was reported that the device was replaced with a manufacturer's product. No further complications were reported.